Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process. The device was rinsed before manual disinfection. During manual cleaning, the disinfectant used was anioxyde 1000 and the channels were flushed and immersed with filtered water. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The investigation is ongoing. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for 110 colony forming unit (cfu) of acinetobacter bauumanii on (B)(6), 2023. The scope was reprocessed and retested positive for 23 colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6), 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 4cfu(3cfu/100ml). Bacterial identification: filamentous fungus, bacillaceae. Sampling date: (B)(6) 2023. Sampling from: biopsy ch. Cfu: 1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: suction ch. Cfu: 1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: a/w ch. Cfu: 1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: auxiliary water ch. Cfu: 1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: lens glue (2x) --- discoloration, bending section rubber glue --- separated, and angulation --- less or specified value. Biopsy channel wear and tear: replacement as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.